Event description:
It was reported that the pt experienced a seroma with swelling over the pump location after a new pump and catheter were implanted. The pt stated that "it almost looked like she was pregnant." The pt had contemplated removal of the pump but wanted to see a second opinion. The pt's physician did not believe the pump was related to the swelling and did not believe that it was possible for the pt to be "rejecting the pump." The physician also ruled out infection at the time. The pt's pump was later explanted. Since the pump removal, the pt experienced an infection, starting where the pump was implanted and continuing around the side toward the spine. No antibiotics had been given. The pt was at home in "fair condition." The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).